Manufacturer narrative:
Mp1000 (B)(6) 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product k072542. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive pressure connector leaked "about 20 ml" of fluid from the "from PICC oxaliplatin into positive pressure joint with extension tube joint drainage" into the patient's bed. The following information was provided by the initial reporter: "the patient was given PICC tube with oxaliplatin chemotherapy on 1.8. After the drug was given by gio micropump before chemotherapy , the patient was given oxaliplatin after the infusion set was connected to the extended tube and flushing the tube at 14:19 on 1.8 . At that time, the venous access was unobstructed and there was no leaked fluid. At 14:50 the patient was ringing the bell because patient felt wet with clothes, nurse went to see the patient, and she found that sleeves and bed sheets were got wet, the leaked liquid was about 20 ml, considered that leakage was from PICC oxaliplatin into positive pressure joint with extension tube joint drainage, so the nurse immediately stopped the infusion, and continued to infusion after removing extension tube, then the nurse changed the sheets and clothes, the patient presented with no discomfort. The nurse reported to the competent doctor, and told the patient to wait for further observation."

Manufacturer narrative:
A mp1000 china sample was not available for investigation of this feedback; however the customer indicates that a leakage was identified from the connection of the maxplus to a PICC line. Further information relating to the customer's experience was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 16018065 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxplus product.

Event description:
It was reported that the maxplus positive pressure connector leaked "about 20 ml" of fluid from the "from PICC oxaliplatin into positive pressure joint with extension tube joint drainage" into the patient's bed. The following information was provided by the initial reporter: "the patient was given PICC tube with oxaliplatin chemotherapy on 1.8. After the drug was given by gio micropump before chemotherapy , the patient was given oxaliplatin after the infusion set was connected to the extended tube and flushing the tube at 14:19 on 1.8 . At that time, the venous access was unobstructed and there was no leaked fluid. At 14:50 the patient was ringing the bell because patient felt wet with clothes, nurse went to see the patient, and she found that sleeves and bed sheets were got wet, the leaked liquid was about 20 ml, considered that leakage was from PICC oxaliplatin into positive pressure joint with extension tube joint drainage, so the nurse immediately stopped the infusion, and continued to infusion after removing extension tube, then the nurse changed the sheets and clothes, the patient presented with no discomfort. The nurse reported to the competent doctor, and told the patient to wait for further observation."